Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump is damaged and has a piece missing from the battery compartment. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.